Event description:
A patient reported they may be allergic to their aligners. They experienced a very red, blotchy, sensitive tongue and ceased wearing the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.